Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h6. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10 concomitant devices: 4322252 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. 4199546 02-010-01-0240 - logic femoral ps cem left sz 4. 4149918 201-78-81 - 3" trocar, mod. Hex 2pk. 4139831 201-78-15 - holding pin mini sharp point 4 pk. 4010961 200-02-32 - three peg , patella 32mm. 2392550 201-78-81 - 3" trocar, mod. Hex 2pk. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 55 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear and bone loss. No further issues or complications were reported. No additional information is available.